Event description:
Info was recd that reported a pt was hospitalized for incidence of hyperglycemia. The reporter believes the device was not delivering insulin.the device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
MFR completed the entire form. Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval .